Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the sensor readings have been inaccurate. The sensor was removed and the cannula was found to be bent. The sensor reading was 80 mg/dl when the sensor reading was 44 mg/dl. The customer treated with orange juice.